Event description:
On (B)(6) 2013, the reporter stated that the pump was not able to prime and was then for not stopping during two attempts of the load steps until the cartridge was empty. There was no reported adverse event associated with this complaint. This complaint is not being reported because the alleged issue does not affect insulin delivery.

Manufacturer narrative:
Follow-up # 1 date of submission 02/11/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/29/2014 with the following findings:a review of the pump¿s history showed a no cartridge detected alarm. The pump powered on normally; however, a no cartridge detected alarm was emitted during the load step. The force sensor was found to be out of calibration. The pump cover was opened and contamination was found on the force sensor. The force sensor resistance reading was found to be high. Unrelated to the complaint, the display screen was dim and discolored. All the keypad buttons were intermittently unresponsive during testing, and evidence of contamination was found under the key contacts. Additionally, the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).